Event description:
It was reported that, "during the bha, the surgeon noticed that there were a gap (about 1mm) between the shell and the locking ring after locking. Therefore, he implanted a spare centrax instead."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.